Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
A 26mm sapien 3 valve was successfully implanted in the aortic position via trans-femoral approach. After deflation with the atrion, the device was not locked and some volume went back into the balloon. During removal of the delivery system through the esheath, the proximal end of the balloon tore and separated from the top portion. There was some resistance felt, however all the devices were able to be removed without injury to the patient. No balloon pieces were left in the body. No damage to the esheath was observed. At the time of the report the patient was stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual analysis of the returned devices it was observed the balloon was wrinkled and torn, the inflation balloon legs are flared outwards, there were gouges on the flex tip. The crimp balloon double wall thickness measurements were taken and found to meet specification. Due to the condition of the returned device (balloon torn) no functional testing was able to be performed. The complaints were confirmed by visual inspection. Per the sop, the user is instructed to completely deflate the balloon following valve deployment. If the balloon has residual fluid inside it during removal, it can increase the balloon profile and make it more likely to get caught on the sheath. When this happens, it is likely that additional pull force will be applied to the delivery system in an attempt to remove it. This additional force can cause the balloon to tear. Per the report, the atrion was not fully locked following deployment, and some fluid went back into the balloon. The enlarged balloon profile likely caused the balloon to become caught during removal, resulting in the reported withdrawal difficulty. The balloon then likely tore when additional force was applied in order to fully remove the system. Available information therefore suggests that procedural factors contributed to the report events. During balloon manufacturing, the inflation balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The crimp balloon component was 100% inspected for the following: balloon double wall thickness, defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes and gel spots. After bonding, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. During the manufacturing of the delivery system, the balloon size is inspected before the pleating and folding process. The device underwent 100% final inspection by manufacturing and quality for the following: the entire device was inspected for missing components, incorrect assembly, damage (e.g. Kinks, cuts), and contamination. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. The flex and balloon catheters were 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. In addition, the lot underwent product verification (pv) tests. During pv testing, the device is visually inspected to ensure the device is free from physical defects such as kinks, cracks, and loose or missing components prior to functional tests, visual inspection for tears or separation in the inflation/crimp balloon, functional testing for de-airing, balloon burst pressure after ten cycle fatigue, and inflation balloon to crimp balloon laser weld tensile strength. All samples passed testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon ¿ torn and delivery system ¿ withdrawal difficulty-through sheath were confirmed through visual inspection of the returned device. No manufacturing non-conformances were identified. A review of the relevant device history record (DHR), lot history, and complaint history revealed that it is unlikely that a manufacturing issue contributed to the complaints, and a review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. Available information suggests that procedural factors (attempted withdrawal of an incompletely deflated balloon) contributed to the balloon tear. Available information suggests that procedural factors (incomplete deflation of the balloon) contributed to the withdrawal difficulty of the delivery system through the sheath event. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the applicable trend category. Therefore, no corrective or preventative actions are required.